Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc files 4x broke during use. Part of file remains in patient's tooth. Additional information requested. No injury.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1726408 and #1727536). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Summary: four reciproc file r25 8/100 25mm 025 were returned (two files in loose + two unused files). The files in loose are both broken in the active part (torque; fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during dhrs review (batches #1726408 and #1727536). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we notice that the abs ring is absent from the handle of one file returned in loose. This device, intended to expand if we try to sterilize the file, has been obviously removed intentionally by the customer (large cuts are visible in the groove where the abs ring was present). This could mean that the file was possibly being reused when it has broken. This product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu.